Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that there was damage on the reservoir compartment. The customer's blood glucose was 419 mg/dl at the time of incident. The customer stated that she treated her high blood glucose by giving bolus. The customer stated that she did not hear the reservoir click on the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.